Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump battery compartment was cracked and the battery cap threads were stripped. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history showed that power events had occurred on (B)(6) 2013. The pump was examined and the battery compartment was found to be cracked. The battery cap was unable to attach securely to the pump and the cap threads were found to be stripped. A test cap was inserted and was also found to be unable to attach due to the battery compartment crack. Corrosion was observed on the inside of the battery cap. The pump was opened and there was no evidence of additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).